Event description:
Using a 24 g insyte n autoguard winged on a pt the stylet entered the skin and vein and the plastic outer catheter curled and did not. (Reporter primed the catheter with a twist of catheter over needle before starting) this resulted in an additional poke for the pt.